Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. The distributor has also not received any additional information nor the complaint sample after multiple attempts. The distributor has communicated to integer to proceed with no sample. If the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted.

Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. Lot number was not provided, thus device manufacture date is unknown. (B)(4).

Event description:
It was reported during an unknown procedure on a (B)(6) female patient that when implanting the cup, the offset cup impactor broke and would not unscrew from the cup. When attempting to unscrew the trial liner, it came apart as well. There was a fifteen (15) minute surgical delay, however no adverse events were reported as a result of the malfunction.